Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained elevated blood glucose after a supply change and performed additional supply changes without resolution until she identified that the needle guard on the infusion set had not been removed, which prevented insulin delivery; after removing the needle guard and completing the supply change, insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included self-management at home with oral glucose not indicated for this event. Investigation included user interview and troubleshooting with education. Investigation of this case revealed user setup error related to the infusion set needle guard, consistent with an infusion set use issue that impeded insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.